Event description:
Information received a smiths medical intubation/portex endotracheal tubes was defective. The device was given pre-check prior to intubation then after intubation a leak was discovered. The customer reported no patient adverse event as a result of incident.